Event description:
The customer's spouse reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. The customer's blood glucose was 328 mg/dl. The caller stated that, while attempting to prime the infusion set, the insulin pump would alarm about 1.3 units into the process. The caller stated that insulin did not exit with a fixed prime during troubleshooting. The customer was advised to disconnect and reconnect the reservoir and infusion set. The customer retrieved a new infusion set and reservoir and was able to get insulin pushed through manually with a plunger. The customer stated that insulin did exit with a manual prime after the set was changed and was advised that the alarm had been caused by a connection issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.